Event description:
Clarification to previous entry: the patient was initially implanted with an afx2 bifurcated stent graft, an afx limb extension, an afx suprarenal extension, and an ovation ix proximal extender device to treat an abdominal aortic aneurysm (aaa); this initial implant is an off-label procedure due to noncompatible use of afx with ovation devices. Approximately two and a half (2.5) years post initial procedure, the patient was treated for a type ii endoleak (non-device-related failure). It was reported that the lumbars were coiled and the physician gained access through the patient's back. Now at approximately three (3) months post intervention, the patient presented emergently with hypotension. A type iiib endoleak was identified with aneurysm sac growth of 10mm and a rupture. The physician elected to implant an additional suprarenal stent graft to resolve this event, however the patient's hemoglobin levels were low due to loss of blood. Due to religious beliefs the patient refused blood transfusion and subsequently expired a few hours later. The physician had stated that it was a high risk due to hemoglobin levels of 4.8 prior to intervention. The physician also believes that the hole in the graft was made during the previous intervention as the hole was located near the access point.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the patient's urgent presentation with a ruptured aorta and hypotension, a type iiib endoleak of the suprarenal extension, and a secondary endovascular procedure to repair the ruptured aaa. These events are most likely user-related due to the following contributing factors: type iiib endoleak most likely due to extra stent-manipulation during coiling procedure for type ii endoleak done on (B)(6) 2019 (coils placed at same location where fabric hole/leak was observed), rupture most likely due to type iiib endoleak from suprarenal extension, death most likely due to ruptured aorta and refusal of blood transfusion. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply. D11; remove "vela suprarenal, lot#1641990007" entry. H6 device code; remove 3190. H6 result code; remove 3233. H6 conclusion code; remove 11. H10; device iteration.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2."

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure , the patient was treated for a type 2 endoleak (non- device related failure). It was reported that the lumbars were coiled and the physician gained access thru the patients back. Now, approximately 3 months post intervention, the patient presented emergently with hypotensive. A type 3b endoleak was identified with sac growth of 10 mm and a rupture. The physician elected to implant a suprarenal stent graft to resolve this event, however the patients hemoglobin levels were low due to loss of blood. Due to religious beliefs the patient refused blood transfusion and patient expired a few hours later. The physician had stated that this was a high risk case due to hemoglobin levels of 4.8 prior to intervention. The physician also stated that the hole in the graft was most likely made during the previous intervention as the hole was located near the access point.